Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as it reached elective replacement indicator (eri) after being implanted for three months. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.